Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump had a blank display even after changing the battery. The customer's blood glucose level was 240 mg/dl. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, selftest, sleep current measurement and active current measurement within specifications. No unexpected blank display noted during testing.